Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The device tip broke off in one piece during a total laparoscopic hysterectomy, bilateral salpingectomy, bilateral ovarian suspension cystoscope. The piece did not fall into the pt cavity. The piece was sent to the supply chain at the site. There was no reported pt injury. The device is not returning for eval at this time. The device is being retained at the facility. Ref u/f report # (B)(4).